Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube experienced over fill during use. The following information was provided by the initial reporter: material no. 363083, batch no. Unknown. Complaint 4 of 12. (B)(6) yr old male, unknown weight, dob=(B)(6). I am writing to inquire about the blue top sodium citrate vacutainers we currently have in stock at our user facility. Lot 9220391, exp05-31-20. We are overfilling. This is not a random event as both phlebotomy and our emergency department use this lot and are having issues.